Event description:
A discordant, falsely elevated glucose (glu) result was obtained on one patient sample and a discordant, falsely low creatinine (crea) result was obtained on a second patient sample on a dimension vista 500 instrument. The discordant glu result was reported to the physician(s). A new sample was obtained from the patient tested for glu and was run on the same instrument and on an alternate instrument, resulting lower. The sample tested for crea was repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant crea and glu results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc instructed the customer to clean and then prime the drains and probes and align server 1 probes. Patient samples were rerun, resulting as expected. The cause of the discordant crea and glu results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.